Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the sieve bed connections broken. Associated malfunctions for this device: tie wraps and hose clamps leak.